Event description:
Intuvie received a report from right way medical indicating that the free-flow clamp was stuck in the open position. No patient involvement was reported.

Manufacturer narrative:
The reported failure mode was confirmed by right way medical. The pinch clamp was removed from the pump, cleaned, and reinstalled, after which the pump functioned as intended. A review of the device serial number history revealed no prior similar complaints. The investigation determined the probable cause to be a component-related issue. The clamp failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).